Event description:
It was reported that a portion of the distal tip radiopaque marker area in the coronary artery appeared faded. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotawire drive was selected for use. During the procedure after the device was able to cross the advancer, it was noted that a portion of the distal tip radiopaque marker area in the coronary artery appeared faded on the monitor. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the device was removed from the patient without any problem.

Event description:
It was reported that a portion of the distal tip radiopaque marker area in the coronary artery appeared faded. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotawire drive was selected for use. During the procedure after the device was able to cross the advancer, it was noted that a portion of the distal tip radiopaque marker area in the coronary artery appeared faded on the monitor. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the device was removed from the patient without any problem.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Media inspection revealed that the media provided by the customer, the CT scan shows the distal tip of the rota wire drive device with a section with difficulties to be seen. No visual & microscope damages were observed in the spring tip of the guidewire. However, regarding the media provided by the customer, the CT scan shows the distal tip of the rota wire drive device with a section with difficulties to be seen, consequently confirming the reported complaint.

Event description:
It was reported that a portion of the distal tip radiopaque marker area in the coronary artery appeared faded. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotawire drive was selected for use. During the procedure after the device was able to cross the advancer, it was noted that a portion of the distal tip radiopaque marker area in the coronary artery appeared faded on the monitor. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the device was removed from the patient without any problem.

Event description:
It was reported that a portion of the distal tip radiopaque marker area in the coronary artery appeared faded. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotawire drive was selected for use. During the procedure after the device was able to cross the advancer, it was noted that a portion of the distal tip radiopaque marker area in the coronary artery appeared faded on the monitor. The procedure was completed with another of the same device. No patient complications reported.